Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 3 ml ll 200 s/c has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported that the consumer was unable to pull the plunger back when attempting to fill the syringe with insulin. Event description per attached email states: description of issue: customer reported being unable to pull back plunger when attempting to fill syringe with insulin. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8255615. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported that the consumer was unable to pull the plunger back when attempting to fill the syringe with insulin. Event description per attached email states: description of issue: customer reported being unable to pull back plunger when attempting to fill syringe with insulin. Number of occurrences: 1 item number . 3 ml syringe :309657. Product lot number: 8255615. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.